Event description:
Baxter reported a check heater line alarm during first fill. A leak was found in the cassette. Per follow up info received, the leak was noticed when the pt was replacing the set after noticing the check heater line alarm. Moisture was felt on the cassette while dismantling the set up. Therapy was continued with a new set. No pt injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
Eval results: this complaint was confirmed in the lab to have a leak in the cassette. No further action has been taken relative to this matter. Product surveillance and renal quality engineering, along with plant mfg/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.